Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a navigation procedure the tip of the device bent. There was no impact to the patient and no significant procedural delays. The procedure was completed successfully.

Event description:
It was reported that during a navigation procedure the tip of the device bent. There was no impact to the patient and no significant procedural delays. The procedure was completed successfully.